Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was not cleaned, disinfected, and sterilized before it was returned to olympus. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus evis lucera colonovideoscope was leaking at the insertion part and sometimes it is hard for the forceps to come out of the forceps channel when aspirating a polyp. There were no reports of patient, user harm or procedure associated with this event. The device was returned, and olympus repair center identified foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Due to a pinhole on the connecting tube, water tightness is lost. The forceps cannot be inserted smoothly due to a dent on the channel tube. The following additional findings were also noted: bending angle in up direction does not meet standard value, assorted scratches, peeled adhesive around the light guide lens, cracked light guide lens, peeled adhesive around the objective lens, cracked objective lens, peeled indication on the scope connector, discoloration on the protector of the universal cord on the control section side, wrinkled universal cord, buckled connecting tube, shaved forceps channel port, shaved suction cylinder, shaved grip, shaves scope cover, shaved control unit, loose mouth piece, cracked color ring, water removal ability does not meet the standard value, white-clouded area on the adhesive of the bending section cover, cracked adhesive on the bending section cover, the play of up/down knob is out of standard value, peeled paint on the suction cylinder, and peeled coating on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.